Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was not confirmed. Functional testing confirmed that the gripper functioned as intended with no gripper actuation issues observed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. During the grasping attempt with the clip delivery system (cds), one of the gripper arms did not drop down (posterior side). The cds was removed from the anatomy and the clip was not implanted. Two additional clips were deployed, reducing mr to 2. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.